Event description:
It was reported per field service report symptom - lost signal while on pt in cath lab. Biomed not sure if it was ECG signal or ap (arterial pressure) signal. After the teleflex field service representative spoke to the rn in the cath lab, found "it was the bpw (balloon pressure waveform) - pump stopped pumping." Findings/action taken: was unable to duplicate loss of any signals. Checked all connections including fe (front end) board connections and found no loose connections. Performed bp transducer check with no faults found. The fe board was replaced as a precaution. Replaced main power switch that was not lighting. Replaced missing power cord clip. Unit passed functional checkout. The pump ran for one hour. Additional information received on (B)(6) 2011 from biomed stated "they did switch out the iabp, but used the same iab; did not do it. There were no complications when they hooked up to the other iabp." Further information received on (B)(4) 2011 from the sales representative stated the intra-aortic balloon (iab) was inserted in the cath lab, pre op insertion. Issues with loss of ap signal, when they tried to troubleshoot with ap lines (and ECG lines) the iabp stopped pumping. They were able to recover the ap and transferred the pt to the surgical intensive care unit (sicu) and later to the operating room (or). Both the operating room and sicu complained about intermittent loss of ap and issues triggering (this from the perfusionist on the case who was also called back to the sicu after the case needed help troubleshooting). The perfusionist switched out cables, but the issue persisted. At one point the 'send to service' alarm message appeared. As a result, the pump was switched out and the issue did not occur on the second pump. The pt outcome was the pt did fine, the pt was not iabp dependant as it was a pre op iab. The iabp was put back into service after the field service repair. The parts replaced were precautionary measure, neither field service nor biomed could reproduce the event.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.